Event description:
It was reported that the pump's alarm sound was not annunciating intermittently and would only vibrate instead. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.